Event description:
Rv unipolar lead warning on 3/7 at 209 ohms." Lead manufactured by greatbatch med. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).